Event description:
It was reported that during a sigmoidectomy procedure, there were three device complaints which were reported. The first device was non-functional when it was used with the hand switch at the self-check. The second and third devices also had the same problem. The foot switch was eventually used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.